Event description:
It was reported that tandem mobi pump issued cartridge alarm during use, and caller was initially unable to resume insulin therapy after attempting to reload cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge and delivered 9-unit bolus as instructed, successfully reloaded original cartridge but could not resume therapy, then worked with technical support to load new cartridge using proper technique and successfully resumed insulin therapy, and issue was resolved.